Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not returning.

Event description:
It was reported that the autopulse platform worked fine on a patient on (B)(6) 2016 but when it was tested again the following day, the device did not work and displayed a "system error" (or failure in swedish). No patient involvement was reported .